Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Therapy date: unknown. Unknown - unknown femoral component - unknown; unknown - unknown articular surface - unknown; unknown - unknown constrained liner - unknown. The reported event was identified during review of a journal article hernandez, et al. Mid-term results of tibial cones bone joint j 2021;103-b(6 supple a):158¿164. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02019, 0001822565-2021-02020, 0001822565-2021-02022.

Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a study from the USA that looked at mid-term outcomes of tibial cone survival and complications in revision tkas at a minimum of five-years. The purpose of the study was to evaluate a larger cohort, with longer follow-up, with a focus on the tibial cone. The study reviewed sixty-two knees in fifty-nine patients revised for aseptic loosening in thirty-five, reimplantation as part of two-stage exchange for pji in twenty-three patients, component malposition in two and stiffness in two. The study population had a mean age of 70 years at time of surgery (range 51-88) of which 38 were female and a mean bmi of 34.1kg/m. The mean clinical follow-up of the tkas with minimum five-year clinical follow-up was 7.6 years (5.0-13.3). The study reported one knee had new constrained liner placed for constrained liner disassociation. Components were revised to hinge for persistent instability. Attempts have been made and no further information has been provided.